Event description:
Hill-rom received a report from the hill-rom technician stating the lift had a cracked foot tray. The lift was located in the patient room. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found cracks in the foot tray when he inspected the device. The technician provided the part number for the replacement foot tray cover to the account. Based on this information, no further action is required.